Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 341 mg/dl. The customer stated that she was feeling shaky. Troubleshooting was performed, and the insulin pump was programmed correctly. The bolus history was correct. Found only a low reservoir alarm in the alarm history. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.